Event description:
As reported: "doing case, and noticed targeting arm was cracked and speed sleeve did not target distal screw properly. The drill bit went posterior. The nail was already seated, so we just used a different speed sleeve".

Manufacturer narrative:
Correction: refer to d4 lot number. H6 device & conclusion codes. The alleged event could not be confirmed. Visual inspection: the received target device gamma3® shows traces of a frequent and intense use. The printings on the target device were turned from white to fawn, an indication for a high level of sterilization cycles. Further visual damage was not found. The carbon material showed cracks on the underside and on the top at the transition to the metal parts. Additionally, signs of impact were apparent around the cracks. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). Although, distributed in 2006. And showing cracks, the returned device was fully functional. Potentially reduced accuracy in guidance is usually found, during functional check (required per labelling). In case of any deviation, it is realized prior to use. Preoperative testing is required in the labelling. Maintaining measures, during and after re-processing is also highlighted in the labelling. Although a real root cause could not be determined, the alleged event was classified having been caused by a suboptimal intra-operative procedure. And was regarded being user related. In case other essential information becomes available, were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "doing case and noticed targeting arm was cracked and speed sleeve did not target distal screw properly. The drill bit went posterior. The nail was already seated so we just used a different speed sleeve."